Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and shocks for episodes of supraventricular tachycardia (svt). Technical services (ts) was consulted, and programming enhancements were discussed. It was also noted that therapy exhaustion occurred during the episodes. No additional adverse patient effects were reported. This device remains in service.